Event description:
Additional information received noted the right atrial lead was capped and replaced on april 6, 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was noted with persistent noise during a regular check. No changes were made. The patient was stable.